Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was used in the endovascular treatment of a 79mm thoracic aortic aneurysm. It was noted that the patients proximal thoracic aortic diameter was 32mm. It was reported that during the index procedure, the physician rapidly paced the patient's blood pressure to 180 and deployed the stent graft to the intended location to cover the aneurysm. The patient briefly lost her pulse and chest compressions were given. The patient recovered but the physician placed the patient on a pump to help her recover and the device was removed and a 16fr sheath placed in the left femoral access for haemostasis. The patient responded and was taken off the pump and angioram performed showed no endoleak. However, a small, non flow limiting dissection could be seen at the aortic bifurcation. When the 16fr sheath was attempted to be moved, the left common iliac separated form the aortic bifurcation and the patient ruptured. There was no wire access from the left as the pigtail was being used for angiogram and attempts to reengage the wire to place an occlusive balloon were unsuccessful. The patient died. The cause of the event was anatomy related due to the ruptured left iliac transection. No additional clinical sequelae were reported.